Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer stated that the cannula was bent and blood glucose level was higher than 600mg/dl. Insulin pump will not be returned for analysis. Later customer stated that the reading was 400mg/dl and treated with set change and manual injection. Insulin pump will not be returned for analysis.